Event description:
Obese patient undergoing general anesthesia on standard or table. Table was locked and in reverse position. Table unlocked to move in the room and the head of the bed came rapidly tipping towards the floor. Surgeon jumped on the foot end of the bed while others tried to hold up head of bed until it could again be locked into position. Manufacturer response for or table, steris 3085 or table (per site reporter). Manufacturer rep has performed additional user education to alleviate issues with hand controls.